Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported the indicator window of a 6f exoseal vascular closure device (vcd) did not change color from ¿black and white¿ to ¿black and black¿ and it was not possible to seal it. There was no reported patient injury. The device was used to seal the femoral artery puncture after surgery. Additional information was requested but not provided. A non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position while the guard was locked. The plug was not returned for evaluation, and the indicator wire was in the retracted position. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. A functional evaluation could not be performed, as the device was received in a fully deployed condition. A high-magnification microscopic analysis was conducted to assess the internal mechanism. No abnormal conditions were identified during this evaluation. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already deployed, and there were no anomalies noted to the internal mechanism when tested. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the indicator window of a 6f exoseal vascular closure device (vcd) did not change color from ¿black and white¿ to ¿black and black¿ and it was not possible to seal it. There was no reported patient injury. The device was used to seal the femoral artery puncture after surgery. Additional information was requested but not provided. The device will be returned for analysis.